Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned. Part number 241.361 made on lot number 6887531 and work order (B)(4) had no ncrs. Material lot 6500915 from which these parts were made had one ncr written to address three independent nonconformances. The first item listed on the ncr is for a rough surface finish. The third item was draw lines on the side of bars. Process test (B)(4) show neither defect had an impact on final product quality. The second item listed was to address bent bar. The parts were visually inspected at 100% and all nonconforming material was scrapped. Certificates were found to be in order. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. Placeholder.

Event description:
Patient was originally implanted with four plates and an unknown quantity of screws approximately six months ago in arkansas, exact date is unknown. The patient complained of pain and an x-ray taken on an unknown date showed three broken plates and multiple screws. Patient was reportedly non-compliant. The patient was returned to the or for removal of all hardware and revision to a variable angle locking compression plate (va-lcp) medial distal tibia plate and a 3.5mm lcp plate on the fibula. At last report patient was doing well and had quit smoking. This report is 3 of 4 for complaint (B)(4).